Event description:
Pulmonetic system, inc. Received a call from a representative of norco in 07/2002. The representative reported the following problem: ventilator shutting off intermittently with audible alarm then rebooting.